Event description:
It was reported to boston scientific that an rx lithotripter compatable basket was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2014. According to the complainant, during the procedure the physician attempted to crush the stone by using an alliance handle in conjunction with the lithotripter compatable basket. The stone was crushed, however, the tip of the basket detached prematurely. The tip of the basket was left in the bile duct, and a plastic stent was placed to drain the bile. The procedure was completed with another lithotripter compatable basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Reported event of basket detached prematurely. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.